Event description:
The customer was hospitalized for dka. The set changed and two hours later customer was throwing up. It was stated that the doctors did not know much about the pump and advised them to turn it off. There was no troubleshooting at that time. It was also mentioned that the customer experienced a display problem as well.